Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5175911. Medical device expiration date: 11/30/2016. Device manufacture date: 06/24/2015. Bd received samples from the customer facility for investigation. The samples were not evaluated due to this being a previously investigated complaint. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint.

Event description:
It was reported that bd vacutainer® lithium heparin (lh) 37 usp units blood collection tubes were experiencing low draws.